Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message on the same day of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness and had contact with emergency personnel who obtained a reading of 30 mg/dl on their device. Customer was administered sugar water for treatment of hypoglycemia and then taken to a hospital. No additional treatment was reported. Customer was unable to self-treat and had contact with an hcp who provided glucagon as treatment. There was no report of death or permanent impairment associated with this event.